Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use at the time of the event. The procedure got aborted and replanned for another time. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was facing geometry issue. Upon functional testing, the fse found that the geo ipc was hanging. To resolve the reported issue, the fse reinstalled geo ipc software. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm and table did not move. There was no reported patient or user harm. Philips has started an investigation of this complaint.